Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an urgent care visit due to high blood glucose readings of 598 mg/dl and diabetes ketoacidosis. Customer reported symptoms of not feeling well and blurry vision. Customer was treated with insulin drips at the hospital. Customer also mentioned a no delivery alarm and a bent cannula. Customer declined any troubleshooting. Customer's recent blood glucose reading was 200 mg/dl. No further information reported.